Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 473 mg/dl at the time of incident. The customer's blood glucose was 517 mg/dl at the time of hospitalization. The customer's spouse stated that they were given insulin to treat the blood glucose. The customer's spouse stated that they were wearing the insulin pump for less than 48 hours at the time of hospitalization. The customer's blood glucose was 440 mg/dl at the time of call. The customer's spouse also reported that they received motor error alarm. The customer's spouse stated that they were able to rewind the insulin pump. The customer's spouse declined to troubleshoot for high blood glucose. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery or motor error alarms were noted. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.